Event description:
Per the clinic, the fixture and abutment were explanted (date not reported), due to change in hearing performance.

Manufacturer narrative:
(B)(4). Currently not available for analysis.

Manufacturer narrative:
Correction: the correct PMA number is k955713, not k100360 as previously reported. This report is filed january 10, 2016. Currently unavailable for analysis.